Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuckassociated malfunctions for this device; sieve beds dumped, manifold and tie wraps leaking.